Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead experienced symptoms of near syncope and presented to the hospital. Interrogation of the device with a programmer noted that the device was programmed vvi at an output of 3.0 volts at 1.0 milliseconds (ms) with intermittent loss of capture (loc). Rv thresholds were noted to be 1.8v at 1.0ms in bipolar and 1.2v at 1.0ms in unipolar. The device was programmed ddir and the lead configuration was programmed to unipolar. The patient's blood pressure returned to normal. This product remains implanted and in service. No adverse patient effects were reported.